Event description:
It was reported that during the implant procedure, the guide wire became entrapped in soft tissue. On examination the external wire component had broken and unwound from around the wire's center core. A different wire was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).